Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). While pull out the instrument (5mm mic, storz) the plastic from the outer tube was planed off. The plastic piece fell in abdomen. It was removed. The trocar wasn't available. The outer tube was disposed of. A outer tube which is identical and the loosened plastic piece are available. Components in use listed as concomitant devices are: ek016r / trocar sleeve 5/110mm threaded with tap, z-fremd-instr / foreign instrument.

Manufacturer narrative:
The investigation was carried our by the responsible quality coordinator of the production department. On the production side, no failure can be found. According to the work and test plan, the working end must be automatic. The deviation at the tip of the trocar was most likely caused by an improper handling. Thus a damage to the insulation of the shaft caused by tilting during removal of the instrument. The device quality and manufacturing history records have been checked for the available lot number, and been found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available, as well as the result of our investigation, the root cause of the failure is most probably related to an insufficient usage. No CAPA is necessary.